Event description:
On 10/12/1999, a medwatch fax was received from the facility along with a cover letter stating that the facility had previously reported this event to a MFR (MFR) rep, who reportedly phoned it in to another MFR location on 8/20/1999. This MFR rep is no longer employed with the MFR and the report cannot be confirmed. The medwatch report states that on 8/13/1999, at the end of a ptca procedure, the balloon catheter had been removed from the hemostatic valve. The physician called for a contrast injection, so final images could be obtained for eval of the stent. During injection, it was noted that the hemostatic valve was not closed. After closing the valve, another contrast injection was made. During the second injection an air bubble was injected into the pt's coronary artery, resulting in cardiopulmonary arrest. Emergency bypass surgery was required as a result of the event. The device is not being returned for eval. No further info is available.